Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On 21-jul-2017 it was reported that in (B)(6) 2017 the patient had her pump replaced due to normal battery depletion and went from the smaller pump to the larger pump. The patient had been having pain at the pump site ever since. Additional information received from consumer on 2017-aug-25 reported the patient's weight was (B)(6). Steps taken to resolve the pain at pump site included the patient had surgery to place a smaller 20 ml pump as the 40 ml pump was too big. No further patient complications have been reported as a result of this event.